Event description:
The customer reported that an employee was using a biological indicator (bi) crusher and the bi vial cracked and "pierced" her left thumb. The employee washed the affected area with soap and water before reported to the emergency room. The affected area "bled a lot" and it was washed with betadine and bandaged in the emergency room. The employee was also seen by the employee health. The employee is reported to have recovered.